Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited a slight increase in lead impedance measurements and a more dramatic increase in pacing threshold measurements. This resulted in loss of capture. An invasive procedure was performed upon the request of the patient to change out the chronic implantable cardioverter defibrillator (ICD).